Manufacturer narrative:
The insulin pump had a blank display due to a broken off battery tube spring. The insulin pump was received with a corroded battery tube, a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer that their insulin pump was damaged and had a blank display screen. During troubleshooting, customer was asked if the device showed physical damage and customer stated it does. Next, customer was asked if the battery compartment appeared damaged. Customer stated it does. Afterwards, customer was advised to clean battery cap with cotton swab and reinsert batteries. Customer stated device display did not return. Advised customer the device is functioning properly and to monitor. Customer's blood glucose level was 99 mg/dl at time of reporting. Nothing further reported.